Manufacturer narrative:
Product complaint (B)(4). Date sent: 1/13/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 502d90; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy procedure, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch #460d12. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received unfired, with no apparent damage, and with an opened package. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Although no conclusion could be reach on the cause of the reported event of difficult to open, would not reverse button force & would not reverse knife automatic since the device was not received, the instructions for use contain the following caution: it should be noted that when attempting to open the jaws, should first squeeze the closing trigger and then simultaneously press the anvil release button located on either side of the instrument. While continuing to hold the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, ensure that the knife is in the home position. You can verify this by checking the knife blade indicator beneath the cartridge jaw. If the knife blade indicator does not show it is home, or if you cannot determine the knife's position, slide the knife return switch to activate the motor and reset the knife to its home position. Attempt to open the jaws again with the anvil release button. Should the jaws remain closed, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. Slides the knife reverse switch forward to reset the knife. If it does not reach the home position and the jaws cannot be opened, first confirm the battery pack is securely installed. Ensure that the instrument is powered on, then retry the knife reverse switch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 460d12, and no non-conformances were identified.